Manufacturer narrative:
Insulin pump was received with battery cap was pushed back in battery tube. However, battery cap was removed and inspected. No physical damage to battery cap noted. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. Unable to perform displacement test due to blank display.

Event description:
Customer reported via phone call insulin pump broke. The customer's blood glucose was 200 mg/dl at the time of call. Trouble shooting was performed and found the battery died and is unable to remove battery cap. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. Customer currently on manual injections. The insulin pump will be returned for analysis.